Event description:
It was reported that the patient underwent total hip arthroplasty (B)(6) 2005. Revision performed on (B)(6) 2011 due to metallosis. The acetabular cup was removed and replaced.

Manufacturer narrative:
Evaluation of the explanted device found the porous coating on the cup appeared to be intact and showed evidence of bony ingrowth. The cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity".

Event description:
It was reported that the patient underwent total hip arthroplastyon (B)(6) 2005. Revision performed on (B)(6) 2011 due to metallosis. During the revision procedure, the surgeon was unable to remove the head/taper adaptor from the stem. As the femoral stem was noted to be loose intraoperatively, the stem and taper adaptor were removed from the patient still assembled. There was no significant delay to the procedure or patient injury as a result of the reported issue. Additional information received from patient's legal counsel reports patient allegations of pain, metallosis, loosening and lack of mobility at time of total hip arthroplasty. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2005. Revision performed on (B)(6) 2011 due to metallosis. During the revision procedure, the surgeon was unable to remove the head/taper adaptor from the stem. As the femoral stem was noted to be loose intraoperatively, the stem and taper adaptor were removed from the patient still assembled. There was no significant delay to the procedure or patient injury as a result of the reported issue. Additional information received from patient's legal counsel reports patient allegations of pain, metallosis, loosening and lack of mobility at time of total hip arthroplasty. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the right hip revision was due to pain and a loose acetabular cup. Operative report further noted that the modular head was cold welded to the morse taper and would not disengage. The operative report noted a crack in the calcar occurred during removal of the femoral component. All components were removed and replaced.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain¿.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2011-01179/01182).